Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed that reported problem. Rse along with customer found that time settings on coronary tools pc were off 10 minutes. To resolve the problem, customer changed time, rebooted and system. After changing the time settings on coronary tools pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome evaluation method code was corrected.